Event description:
The st. Jude medical rep. Reported that the pt's device was unable to be interrogated. The rep tried three different programmers with three different wands, flipping the wand over, pressing down on the wand, and moving the pt to another room; all without success. Technical services discussed replacing the ICD if the device cannot be interrogated.